Event description:
User reports that a water leak coming from the analyzer onto the floor. No one has slipped or fallen. Qc and patient results have been acceptable. The field service representative determined the cause to be a clog in the sample probe rinse station, and cleared sample rinse station drain. Performance tests were performed and within specification.